Manufacturer narrative:
E1: the first affiliated hospital of china medical university. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: liquid immersed in light guide insertion rods glass and oil stains on inner edges of ccd glass. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: screen is pink due to component failure of the electronical component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device exhibited an image issue (image is pink) during reprocessing. There were no reports of patient involvement.